Event description:
The following report was rec'd from the affiliate: during a coronary intervention following deployment of the cypher des, to conduct post-dilation with the sds, the balloon was inflated, but it would not inflate. The physician thought that perhaps the balloon had ruptured. The cypher was implanted and the procedure was finished uneventfully. There was no reported pt injury.

Manufacturer narrative:
The male pt with unk medical history underwent the implantation of a cypher stent to the mid-distal right coronary artery (rca). Following successful deployment of the stent, post dilatation was attempted with the stent delivery system balloon, but the device would not inflate. Balloon rupture was suspected and the device was removed. There was no injury to the pt. Indication for the initial eval is unk. The rca was slightly tortuous but not calcified. There was no reported difficulty accessing the lesion or deploying the stent. Based on the limited info and product analysis, it is not possible to determine what clinical factors could have contributed to the event. However, there is no evidence to suggest that the event is mfg related. Inspection of the returned stent delivery system confirmed a balloon leakage at the proximal end of the proximal marker band. Surface abrasions, which appear to have been caused during the procedure, may have caused the balloon leakage. A device history record review was performed an showed that this lot of products met all requirements per the applicable mfg quality plan. The balloon leakage is considered to be procedure related. This file has been re-access as per the similar device reportablity criteria implemented by cordis corp on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the product. Please note: device is distributed outside the us. However, it is similar to the us product.